Manufacturer narrative:
A review of the device history records revealed no manufacturing, processing or design related irregularities. The illico bone probe was found to be properly manufactured and released in accordance with the device master record. Visual inspection found that the distal tip had fractured and separated from the device at the 30mm depth indicator. The bone probe is designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to deform and/or break the tip in this manner.

Event description:
An international customer ((B)(6)) reported the complaint as "handle (knurled barrel) is broken, plastic ring dissolves, because of a material defect". The information also indicated that no patient was involved when the irregularity was identified.